Event description:
During preventative maintenance of the device, the field service rep reported the occlusion knob cap was broken. The service rep replaced the broken cap. Since the event occurred during preventative maintenance of the device, there was no pt involvement during this event.

Manufacturer narrative:
Eval in progress, but not yet concluded.